Event description:
The distributor reported that the up, down, and ok buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up # 1 submitted: 08/29/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/06/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The bolus button cover was noted to be lifted, exposing the internal button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow button had no response. The down arrow, ok, bolus and contrast buttons were responsive and functional. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.